Event description:
Event was determined to be reportable based on analysis completed on 04/22/2010. It was reported that during an a rotational atherectomy procedure, advancement difficulties were encountered. The 90% stenosed and severely tortuous lesion was located in the proximal left circumflex (lcx) artery. Resistance was encountered between the rotablator rotalink plus and the rotawire guide wire. The procedure was successfully completed with the same rotablator rotalink plus and another of the same rotawire guide wire. No patient injuries or complications were reported. The patient's status was reported as "good". Returned device analysis revealed a fractured rotawire core wire.

Manufacturer narrative:
(B)(4): visual analysis of the returned device revealed a fractured rotawire guide wire and missing ball weld. Approximately, 0.7cm to 3.24cm of the wire was missing from the distal end. The fractured wire was submitted for scan electron microscopy (sem). Sem examination of the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. No reduction on the cross sectional area was observed. No material anomalies were noted. Sem results revealed that the fracture of the wire occurred due to a torsional type overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)